Event description:
It was reported that the patient was using an electrical stimulation device and received a shock. Technical services (ts) educated the patient on electromagnetic interference (emi) and advised to avoid using this type of equipment in the future. Patient reported feeling ok but was referred to their following physician for any additional questions. The device remains implanted and in service.